Manufacturer narrative:
The e801 analyzer serial number was (B)(6) .

Event description:
There was an allegation of discrepant high results for 3 patient samples tested for elecsys troponin t hs (troponin t hs) on cobas e 801 analytical unit. Patient 1 initial result was 66 pg/ml. The repeat result was 116 pg/ml. The sample was repeated on a different e801 analyzer with results of 67 pg/ml. On (B)(6) 2025, patient 2 initial result was 85.9 pg/ml. The repeat result was 3.13 pg/ml with a data alarm. The sample was repeated twice with results of < 3 pg/ml. Patient 3 initial result was 25.7 pg/ml. The repeat result was 19.6 pg/ml. The sample was centrifuged and run a different e801 analyzer with a result of 18.6 pg/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer complained of discrepant troponin t hs results for additional patient samples (patients 4 - 14) : on (B)(6) 2025, patient 4 initial result was 36.8 ng/l. The sample was repeated twice, with results of 31.8 ng/l and 26.6 ng/l. Patient 5 initial result was 13.2 ng/l. The sample was repeated 3 times with results of 9.3 ng/l, 3.5 ng/l, and 3.4 ng/l. Patient 6 initial result was 37 ng/l. The sample was repeated 3 times with results of 31 ng/l, 29.7 ng/l, and 30 ng/l. On (B)(6) 2025, patient 7 initial result was 15.1 ng/l. The sample was repeated 3 times with results of 11 ng/l, 10.2 ng/l, and 9.9 ng/l. On (B)(6) 2025, patient 8 initial result was 33.9 ng/l. The sample was repeated twice, with results of 27.6 ng/l and 25.8 ng/l. Patient 9 initial result was 20.7 ng/l. The sample was repeated twice, with results of 5.5 ng/l and 4.1 ng/l. On (B)(6) 2025, patient 10 initial result was 9.4 ng/l. The sample was repeated twice, with results of 6.2 ng/l and 6.2 ng/l. On (B)(6) 2025, patient 11 initial result was 31.2 ng/l. The sample was repeated twice, with results of 24.8 ng/l and 24.5 ng/l. On (B)(6) 2025 patient 12 initial result was 100 ng/l. The sample was repeated twice, with results of 84.4 ng/l and 82.9 ng/l. On (B)(6) 2025 patient 13 initial result was 10.8 ng/l. The sample was repeated twice, with results of 5.6 ng/l and 6.0 ng/l. On (B)(6) 2025 patient 14 initial result was 109 ng/l. The repeat result was 132 ng/l. The sample was recentrifuged and repeated with results of 117 ng/l and 113 ng/l. Section b7 was updated.

Manufacturer narrative:
Calibration and qc were acceptable. Sample quality-related alarms were observed on the alarm trace data. The customer used a centrifugation time of 11 minutes at 3403 revolutions per minute (rpm). Based on the customer's sample tubes, the centrifugation conditions recommended are 1300-2000 g for 10 minutes or 3000 g for 5 minutes. The sample foam detection (sfd) images showed many samples with particles. The investigation determined the event was due to pre-analytical handling issues at the customer site. A general reagent or instrument issue was not identified.